Event description:
According to the reporter: during the lap inguinal hernia tep, the issue occurred after inflation of the balloon to create the pre-peritoneal space. The problem was with the balloon removal, the balloon completely became untethered from the balloon cannula. All pieces were removed from the incision and nothing was left in the incision. The patient was large with a lot of preoperational fat. The patient status is alive, no injury. No adverse events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the dissector balloon was disengaged from the cannula. The obturator, valve seal and doors appeared intact. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.